Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and oversensing during detected ventricular arrhythmia. Additionally, it was noted that there was lack of capture during pacing/during ventricular high rate. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, b1, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the patient was brought to the emergency room with sudden cardiac arrest. Additional information received indicated there was a possible sensing issue affecting capture. It was noted that the non-sustained ventricular tachycardia (vt) episodes corresponded with cardiopulmonary resuscitation during a ventricular arrhythmia. Once it was stabilized, the patient was treated with an increased dosage of antiarrhythmic medication. A change in rate was requested along with an increase in sensitivity due to the undersensing. A few days later, the rate was reduced. Follow up with the clinic indicated that the patient was admitted to the intensive care unit (ICU) for acute respiratory failure with hypoxemia and heart failure. The patient passed away while inpatient.